Event description:
On (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 50 mg/dl after receiving multiple low and urgent low alarms. The user treated with fast-acting carbohydrates including a popsicle and a glucose drink, and glucose levels returned to range. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.